Manufacturer narrative:
Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network system or remote monitoring system) display is dim. Display brightness is already set to 100% and the display is still dim and hard to read.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the rns (remote network system or remote monitoring system) display is dim. Display brightness is already set to 100% and the display is still dim and hard to read. The device was evaluated and the problem was duplicated. The customer was sent an exchange unit. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.